Manufacturer narrative:
Technician found that the head up valve was stuck. Replaced the head up valve to resolve this issue.

Event description:
Info received indicated that the head up function was not working and would not work manually.